Event description:
During the warm-up of the vbeam aesthetica dermatology laser, a component on the ac distribution board overheated. This resulted in a fire internal to the laser. There was no reported injury.

Manufacturer narrative:
As a result of an investigation into a prior field problem, 1218402-2006-00152, candela identified a problem where a water heater fuse circuit on the ac distribution board may overheat. This overheating could lead to a failure that could result in smoke and fire from the associated components. The root cause is associated with the design of the circuit on the printed circuit board. On january 17, 2007 candela initiated a recall to address the problem. The recall upgrades the pcb and adds a protective barrier.